Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results on multiple patients. The results provided were: sid (B)(6) initial=4.21 s/co (> or = 1.00 s/co=reactive) /repeated=4.54 s/co /repeated on another alinity=0.07 s/co. Sid (B)(6) initial=4.54 s/co /repeated=4.66 s/co /repeated on another alinity=0.11 s/co. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) performed daily and weekly maintenance on the alinity pipettor probes. After the alinity pipettor probes were cleaned and calibrated, a carryover study was performed with favorable results. The alinity pipettor probes were determined to be the cause of the false reactive alinity I anti-hbc ii results. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6), or the alinity pipettor probes.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results on multiple patients. The results provided were: sid (B)(6), initial=4.21 s/co (> or = 1.00 s/co=reactive) /repeated=4.54 s/co /repeated on another alinity=0.07 s/co. Sid (B)(6), initial=4.54 s/co /repeated=4.66 s/co /repeated on another alinity=0.11 s/co there was no reported impact to patient management.